Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a shock impedance measurements of 125 ohms. No noise or changes in other diagnostics were noted. It was reported impedance measurements have been in the 120 ohm range and the system will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating high out of range shock impedance measurements continued to be observed. Non-invasive programmed stimulation (nips) was performed which yielded acceptable measurements. No additional adverse patient effects were reported.